Event description:
(B)(6) 2014((B)(6)/hcp,rep): the patient had been having volume discrepancies starting back on (B)(6) 2012. A discrepancy was reported on (B)(6) 2014. The actual residual volume (arv) exceeded the expected residual volume (erv), 18 ml to 5.8 ml. The cause of the discrepancy was unknown. The provider planned to schedule a dye study. The patient had no adverse reactions or symptoms related to their pump. They had maintained good pain relief throughout the discrepancies observed at refills. The patient¿s status was alive with no injury. The medication infused was dilaudid. (B)(6) 2014, (B)(6): prior discrepancy values were specified. On (B)(6) 2013 the arv was 12 ml and erv was 3.6 ml. On (B)(6) 2013 the arv was 7.5 ml and erv was 3.6 ml. On (B)(6) 2013 the arv was 8 ml and erv was 2.1 ml. On (B)(6) 2013 the arv was 7 ml and erv was 5.5 ml. On (B)(6) 2012 the arv was 10 ml and erv was 3 ml. (B)(6) 2014 (B)(6) /hcp): the patient had a prescription of tramadol as needed, but their main therapy was from the pump. Information previously reported. (B)(6) 2014 (B)(6): no new information.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Additional information received reported the cause of the discrepancies remained unknown to the health care provider (hcp). In terms of troubleshooting and/or other actions, it was noted there was a visit with the patient¿s pump refill managing hcp on (B)(6) 2014 however, no details were provided. No further troubleshooting and/or other actions were performed and it was noted that per the patient they had adequate pain control. The patient also did not have withdrawal symptoms. No intervention was planned at this point unless the patient developed symptoms.